Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site stated that the system was slow and freezing when loading exams. No patient was present at the time of the event.

Manufacturer narrative:
Correction: during the first system checkout, the old exams were wiped from the hard drive (hd). Once memory space was freed up, the system was able to load the exam from the cd without any issues. A manufacturer representative went to the site and performed an additional system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter updated. If information is provided in the future, a supplemental report will be issued.